Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer received information regarding a repaired dreamstation auto CPAP device with complaint of hospitalization of patient for 10 days due to lung infection. The patient was treated by a doctor and taken antibiotics. In addition, the patient reported cold, flu, sickness, bacterial infection in lungs and sinus. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.